Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is possible that the following could have led to the malfunction: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, or lint on the electrical contacts. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The issue was found prior to a diagnostic procedure before the patient was brought into the procedure room. There was a 45-minute delay, and the procedure was then completed with a different scope. Though a 45-minute delay was reported, the patient was not yet in the procedure room posing no additional risk to the patient.

Event description:
It was reported that the video system center exhibited a b30 error (scope communication error). The issue "occurred" during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.